Manufacturer narrative:
Batch review performed on 07 may 2024: lot 2324041: (B)(4) items manufactured and released on 14-jun-2023. Expiration date: 2028-05-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by medical affairs director: a revision surgery was performed 5 months after an l4-l5 spinal fusion, using posterior instrumentation and an intervertebral cage. The patient had complained of back pain since 3 months after the initial surgery, and a cage subsidence with edema was discovered during a follow-up CT. However, the decision for revision was made after a follow-up MRI performed 2 months later, which resulted in diagnosis of spondylitis. The breakage of an l5 screw was detected during pre-revision imaging (CT). Pre-operative x-rays confirmed the subsidence of the cage (not from medacta), a loss of reduction of the initial spondylolisthesis, and the breakage of the aforementioned screw (must system, medacta). The edema and subsequent spondylitis are possible complications reported in the literature. These conditions may have altered the patient's bone quality, resulting in the subsidence of the cage and leading to altered alignment of the vertebral segment. This change may have modified load distribution, resulting in excessive stress on the screws and ultimately causing a fatigue fracture. Based on the available information, we cannot conclude that the device was defective or malfunctioning. Visual inspection performed by r&d project manager: the screw shows a fatigue fracture. This failure is compatible with the events described in the clinical evaluation.

Event description:
On (B)(6) 2023: the patient had primary surgery in l4/l5, medacta screws and competitor cage implanted. On (B)(6) 2023: the patient had a surgery for an hematoma evacuation. No devices were revised. Patient's clinical status was afterwards excellent. On 12 feb 2024: the patient had back pain, edema in l4/5; on 19 feb 2024: CT scan performed competitor cage was collapsed and screws were fine. On 24 april 2024: during preoperative CT breakage of medacta screw in l5 left detected. The patient had back pain. From the CT scan done during a visit spondylitis was suspected in l4/l5. On (B)(6) 2024: revision surgery at about 5 months from primary surgery. During the revision the broken screw in l5 left and competitor cage collapsed in the vertebra were revised successfully together with the other screws.

Manufacturer narrative:
D9 added the date of device reception in medacta international 05/22/2024.

Manufacturer narrative:
D9 corrected the year of device reception in medacta international, it is 2024 reported in MDR 2024-00356 fu1.